Manufacturer narrative:
Insulin pump passed active current measurement and displacement test. Pump received error due to j6 connector resistance issue. Unit failed sleep current measurement due to unexpected battery power loss and power error.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.